Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log confirmed customer complaint. A root cause could not be determined. Additionally, the transmitter being used with the receiver was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed; also confirming the customer complaint. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver displayed a white x at the top right corner and was not providing readings. No additional event or patient information is available. The receiver and the transmitter (part stt-gf-001/lot 5204550/ serial (B)(4)) being used at the time of event, have been received. Investigation is not yet complete. A follow-up will be submitted upon completion of device analysis.